Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that ball plungers were rusted and hard to operate. Since the event occurred during routine testing, there was no pat involvement during this event.